Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures, including a surgical extraction of the exposed portion of the sling on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat menometrorrhagia, dysmenorrhea, and stress urinary incontinence. The patient underwent the concurrent procedures of a diagnostic/operative laparoscopy, a mini- laparotomy, an exploratory laparotomy, multiple myomectomies, a uterine biopsy, and cystoscopy during mesh implantation. (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that the patient underwent an excision of small vaginal mass on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported the patient experienced dyspareunia due to erosion. Also, mesh was partially excised with repair on (B)(6) 2010. (B)(4) ¿ dyspareunia.

Manufacturer narrative:
Date sent to FDA: 5/6/2016.